Event description:
This lead was abandoned on (B)(6) 2011 due to an advisory/recall. The md could not retract the screw of this lead so the lead was cut at the yolk and capped. The procedure took place at (B)(6) medical center with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).